Event description:
A report was received that the patient was having difficulty charging the ipg as it had flipped. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.